Event description:
It has been reported that cement setting time was too short, only took 8 minutes to become hard, no additional patient consequences were reported.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being filled to relay additional information. The following sections were updated: d5, d10, g1-2, g4, h2, h3, h6, h10. The device was not returned to the manufacturer. Therefore it was not analyzed. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The event reported is not confirmed. The review of the device manufacturing quality record indicates that 2457 products optipac 40 refobacin bone cement r-3, reference 4710500394-3, batch 817aa09190 were manufactured on 17 may 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No similar complaint has been recorded for optipac 40 refobacin bone cement r-3, batch 817aa09190 within one year. With the available information, the exact root cause of the event could not be determined. An investigation has been performed, consisting of a documentary review and a reserve sample analysis. The documentary review showed that product was manufactured according to the pre-defined specifications of biomet france. The reserve sample analysis did not show any unusual behavior during mixing, handling or setting. According to available data, the exact root cause can¿t be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that cement setting time was too short, only took 8 minutes to become hard.